Event description:
A cypher patient called to "update" her address and additionally reported adverse events. Beginning on u/u/u, patient experienced a burning sensation in the chest which she thought was indigestion and as treatment, she took tums and 7-up for a two-week period until u/u/u when patient went to the doctor then the hospital and had an unspecified stent (patient could not clarify if this was the cypher stent or a medtronic stent) implanted in an unknown vessel on u/u/u, 10 to 12 years ago. On u/u/u, four-months after the initial stent implant, patient had a stress test for an unknown indication (patient thought it may have been routine to "check" on the initial stent as she was unsure if she was symptomatic) which resulted in the need for an unspecified stent (patient could not clarify if this was the cypher stent or a medtronic stent) implanted in an unspecified vessel "near the first stent". Request to follow-up with physician was not obtained as physician was unknown. No further information was obtained at time of call. Additional information obtained from the patient indicates that 4 months after the cypher was placed she had a test and thought that they said it needed more treatment and she thinks it was placed in the same vessel. There have been no further stent procedures. The patient indicated that ¿she's "had no more trouble.¿

Manufacturer narrative:
Additional information was obtained from the cardiologist's office that a stent was placed in the lad in (B)(6) 2003, a 3.0x15mm s7 stent (medtronic). The patient returned in 4 months later and a 3x18mm cypher was placed in the diagonal just beyond the stent. The previous stent was widely patent. There were no additional stenting procedures. Therefore, the patient did not have an adverse event associated with any cypher stent such as restenosis as previously reported. There are no further events associated with a serious injury of this patient that is associated with the implanted cypher stent. Therefore, no further reports will be forthcoming regarding this patient for the previously reported restenosis event.

Manufacturer narrative:
Diovan high blood pressure 325/daily in morning ( - ong), zetia cholesterol 10/daily in evening ( - ong), bayer aspirin since the stent 325/daily ( - ong), red yeast rice cholesterol 600/twice daily ( - ong), cholestoff cholesterol -/twice daily ( - ong), calcium with vitamin d 600/three times a day ( - ong), omega 3 fish oil 1200/three times a day ( - ong), cod liver oil 100/daily ( - ong), vitamin e 400/daily ( - ong), vitamin d3 2000/daily ( - ong), ultra women's centrum silver vitamin -/daily ( - ong), zyrtec seasonal allergies 10/daily ( - ong), tylenol arthritis 650/two daily if needed ( - ong), nitroquick. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.